Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in nozzle appeared to be brush-like material but could not be identified. A definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely due to user handling/mishandling. The event may be detected/prevented by following the instructions for use sections below: operation manual: 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the foreign debris found protruding from the air/water nozzle, other evaluation findings are as follows: the adhesives of the light cover glasses, the optical cover glass, and the distal end were worn; there was blockage evident in the outlet pipe; the aspiration housing and air/water housing colored rings were damaged; the angle in the up, down, left, and right direction did not meet specifications; the play of the upward/downward and left/right angle also did not meet specifications; water flow and water removal were under specifications; and the water proof cap was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a water channel blockage. This was found during maintenance. There was no report of patient harm. The device was returned, evaluated, and foreign debris was found protruding from the air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.